Manufacturer narrative:
The investigation into the reported aic - battery failure issue has been completed since the original report was filed. Aic logs confirmed the reported compliant. Imc logs confirmed battery failure starting from; lt power data indicated that cell 3 of battery 1 started to decline in its voltage profile compared to the rest of the cells in battery 1. The failure mode was reproduced in the lab. The battery failure alarm was seen on start up. The lcd of battery 1 displayed a blinking pattern indicative of single cell imbalance. It was confirmed by batttest that cell 3 of battery 1 was at significantly lower voltage than the rest of the cells within the battery. See ic4596_batttest.png the reported complaint of the battery failure alarm was due to battery failure. This form of battery failure was due to a defective battery. The root cause of the defective battery was single cell imbalance, a known pattern failure.

Event description:
The biomed department at the medical facility reported a battery failure (red alarm) on aic. The console was removed from service. There was no noted patient use at the time the observation was made.

Manufacturer narrative:
The impella console has been returned and an evaluation of the device is ongoing at this time. Upon investigation closure, a supplemental MDR will be filed.